Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, it could not be determined if this device performed as described in the field action. (B)(4): 5068-58 implantable pacing lead, (B)(6) 1998; 5071-35 (x2) implantable pacing leads, (B)(6) 2007; 5866-38m implantable adaptor, (B)(6) 2007. (B)(4).

Event description:
It was reported that during explant of the lead due to recall, the helix only partially retracted. The lead was explanted using a laser sheath. The lead was replaced. No patient complications have been reported as a result of this event.